Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device¿s touchscreen allowed unlocking but did not respond to further touch inputs for accessing meal announcement or menu functions, consistent with a device display interface malfunction and touchscreen component failure; a replacement was issued and the original was returned. Symptoms included no adverse clinical effects. Outcomes included no impact on blood glucose control and no need for medical care. Investigation included review of user-provided video and case assessment. Investigation of this device revealed a reproducible unresponsive touchscreen after unlock, indicating a screen/display hardware malfunction consistent with a component failure. It was concluded, based on previously established findings for similar reports, that the cause was device component failure.